Event description:
The consumer reported the brakes are not holding. No injury reported by the consumer.

Manufacturer narrative:
The technician found the brakes are worn. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.